Manufacturer narrative:
The root cause of this complaint was not determined. Based on the review of known device history records, the investigation concluded that the root cause of the fracture was not related to the design, manufacture, and/or sterilization of the revised implants.

Event description:
It was reported by an onkos sales representative that the patient underwent revision surgery due to a fracture. This report captures eleos proximal femur.